Manufacturer narrative:
The device has not been returned. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture. Besides surgical intervention, no adverse patient effects were reported. Several attempts obtain additional information as to the location of this product have been unsuccessful.